Manufacturer narrative:
A review of the device history records indicates that devices were manufactured and accepted into final stock on december with no relevant reported discrepancies. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. There have been no other events for the reported lot. Device not available.

Event description:
During a surgery when impacting the acetabulum, it was impossible to retrieve the expandable coupler. The surgeon had to use a competitor device to complete the surgery properly".

Manufacturer narrative:
An event regarding an assembly issue involving an adm handle was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
During a surgery when impacting the acetabulum, it was impossible to retrieve the expandable coupler. The surgeon had to use a competitor device to complete the surgery properly".